Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unspecified reasons. A new 71-80cm artificial urinary sphincter balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had some recurring incontinence and sui. The physician just added a higher pressure balloon. The patient was doing well post op.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unspecified reasons. A new 71-80cm artificial urinary sphincter balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.